Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6)-year-old female patient who had essure (batch no. 50715772, a69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, radiating pain, allergic urticaria, multiple allergies, pap smear abnormal, tooth extraction, pyelonephritis and infertility. Previously administered products included for birth control: implanon from 2008 to 2011; for an unreported indication: ibuprofen, oxybutynin and nuvaring. Concurrent conditions included muscle tightness, sensation of pressure nos, neck pain, sinusitis, subarachnoid hemorrhage, intracranial hemorrhage, elevated bp, anemia, skin rash, urinary tract infection, dysuria, burning sensation, cystitis, burning micturition and incomplete bladder emptying. Concomitant products included etonogestrel (nexplanon) since 2011 for birth control as well as ascorbic acid;biotin; calcium carbonate; calcium pantothenate; chromium nicotinate; colecalciferol; cupric oxide; cyanocobalamin; ferrous fumarate;folic acid; magnesium hydroxide; manganese gluconate; nicotinamide; phytomenadione;potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; selenomethionine; sodium molybdate; thiamine hydrochloride; tocopheryl acetate; zinc gluconate (multivitamin for women), bupropion since (B)(6) 2019, colecalciferol (vitamin d3), oxymetazoline hydrochloride (claritin allergic) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("migration of essure device location of device: expulsion of left implant/expulsion of essure device/implant came out when removing tampon"), 5 months 20 days after insertion and 2 months 8 days after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), menometrorrhagia ("abnormal bleeding(vaginal, menorrhagia) irregular bleeding, longer and heavier periods"), migraine ("migraines / headaches occur with monthly period"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain cramping on lower left side of abdomen during monthly period/ pain: lower left side of abdomen"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, menometrorrhagia, migraine, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, menometrorrhagia, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: 7 coils were seen trailing. Hsc and attempt removal of left essure, if successful then can replace with another. Another essure coil was introduced after the first was removed and placed per protocol at the left tubal ostia without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). Left coil trailing into uterus. Satisfactory placement of the micro insert into the right fallopian tube. There appears to be proximal placement of the micro insert in the left fallopian tube with contrast filling the left fallopian tube and small amount of peritoneal contrast seen. Final hsg results showing lt essure >50% in uterine cavity and discussed that if >50% in uterine cavity can not be counted on for permanent sterilization according to the essure data. Right occlusion only. Pregnancy test - on (B)(6) 2014: negative.. Lot number:50715772 manufacture date: 2013-02 expiration date: 2016-02; lot number: a69941 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case becomes incident. Event migration added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. 50715772, a69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, radiating pain, allergic urticaria, multiple allergies, pap smear abnormal, tooth extraction, pyelonephritis and infertility. Previously administered products included for birth control: implanon from 2008 to 2011; for an unreported indication: ibuprofen, oxybutynin and nuvaring. Concurrent conditions included muscle tightness, sensation of pressure nos, neck pain, sinusitis, subarachnoid hemorrhage, intracranial hemorrhage, elevated bp, anemia, skin rash, urinary tract infection, dysuria, burning sensation, cystitis, burning micturition and incomplete bladder emptying. Concomitant products included etonogestrel (nexplanon) since 2011 for birth control as well as ascorbic acid;biotin;calcium carbonate;calcium pantothenate;chromium nicotinate;cholecalciferol;cupric oxide;cyanocobalamin;ferrous fumarate;folic acid;magnesium hydroxide;manganese gluconate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;selenomethionine;sodium molybdate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multivitamin for women), bupropion since (B)(6) 2019, cholecalciferol (vitamin d3), oxymetazoline hydrochloride (claritin allergic) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("migration of essure device location of device: expulsion of left implant/expulsion of essure device/implant came out when removing tampon"), 5 months 20 days after insertion and 2 months 8 days after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), menometrorrhagia ("abnormal bleeding(vaginal, menrrhagia) irregular bleeding, longer and heavier periods"), migraine ("migraines / headaches occur with monthly period"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain cramping on lower left side of abdomen during monthly period/ pain: lower left side of abdomen"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, menometrorrhagia, migraine, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, menometrorrhagia, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: 7 coils were seen trailing. Hsc and attempt removal of left essure, if successful then can replace with another. Another essure coil was introduced after the first was removed and placed per protocol at the left tubal ostia without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). Left coil trailing into uterus. Satisfactory placement of the micro insert into the right fallopian tube. There appears to be proximal placement of the micro insert in the left fallopian tube with contrast filling the left fallopian tube and small amount of peritoneal contrast seen. Final hsg results showing lt essure >50% in uterine cavity and discussed that if >50% in uterine cavity can not be counted on for permanent sterilization according to the essure data. Right occlusion only. Pregnancy test - on (B)(6) 2014: negative.. Lot number:50715772, manufacture date: 2013-02, expiration date: 2016-02; lot number:a69941, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.